Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable fault occurred. The or staff tried to recover the system without success. The site converted to laparoscopic surgery prior to calling technical support. The technical support engineer (tse) viewed the system logs and saw errors 31030 and 23, most likely due to a blue fiber cable not properly connected. Site called back and informed that the system was recovered after a hard power cycle. The site cleaned all blue fiber cables and they were all okay. The caller noted the surgeon wanted to convert the procedure prior to the fault. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon attempted to proceed with the operation with the da vinci system, but made the decision to convert to laparoscopic surgery as the patient¿s case was difficult to handle. The laparoscopic procedure was completed successfully with no harm to the patient. There were no post-operative complications and the patient was reported to be doing well. There was no delay in surgery as the surgical team was prepared to convert the operation. The patient was 67 years old and 86 kg. No further patient information could be disclosed for confidentiality reasons. The patient was operated on the left colon and had liver cancer.

Manufacturer narrative:
The customer informed that the system was recovered after a hard power cycle. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. This complaint is reportable due to the following: the customer converted after the start of the procedure due to a non-recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.